Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event involved a primary plum blood set, 200 micron filter, clave secondary port, secure lock, 279 cm. Blood tubing for a patient's transfusion did not stay in the spiked portion of the bag after hanging the bag of blood. As a result, the tubing fell out of the bag causing blood to spill out, and also on another, separate occasion with the same patient on (B)(6) 2025, the patient reported that blood was leaking from their IV tubing from the spike point. There was no patient harm as a result of this complaint/event.